Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and performed multiple hardware interventions, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is case-(B)(4). For erroneous results generated on 01-feb-2022, refer to beckman coulter internal identifier case-2022-01498393-1 and MDR # 9612296-2022-00062. For erroneous results generated on 04-feb-2022, refer to beckman coulter internal identifier case-2022-01498393-3 and associated MDR. For erroneous results generated on 05-feb-2022, refer to beckman coulter internal identifier case-2022-01498393-4 and associated MDR. For erroneous results generated on 08-feb-2022, refer to beckman coulter internal identifier case-2022-01498393-5 and associated MDR.

Event description:
The customer reported the generation of intermittent erroneously high ion selective electrode (ise) results including sodium (na), potassium (k), and chloride (cl) results on their au5800 chemistry analyzer over five (5) days. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.